Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg experienced foreign matter in tube; biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it found that there were fm embedded in shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. H6: investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of embedded fm was not observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using thebd vacutainer® k2 edta 5.4mg experienced foreign matter in tube; biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it found that there were fm embedded in shield."